Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent an unknown procedure due to left scaphoid fracture that occurred one year ago when a non-union of scaphoid mid-waist and cystic formation noted in the proximal pole. During the procedure, the tip of the guide wire broke off in the left scaphoid and the surgeon was unable to retrieve the fragment without injuring the area. It is unknown if there was a surgical delay. The procedure outcome and patient status are unknown. This report is for one (1) 1.1mm non-threaded guide wire 150mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
03/26/2020: updated event description: there was no plan of removing the broken fragment that was left in the patient in the future. The procedure was successfully completed using a back-up device. There was no surgical delay. Patient outcome was good.